Event description:
Patient called back repeating the stimulation had never worked right or helped since implant. Patient repeated the trial was very successful, but the actual implant didn't provide pain relief so patient turned stim off for the last 4 months or so. Patient said the provider they last saw at lowcountry (see secure notes) didn't want to do any more with the implant and wanted to put patient on pain meds, but patient hadn't started those yet. Patient said the then talked to their pain doctor at the va, who suggested patent try to turn stim back on and call mdt. Patient said they turned stim back on yesterday and was on group b and had tried adjusting stimulation, but they only get stimulation on their left side and left and still doesn't get any pain relief. Patient also mentioned they occasionally get an itchy feeling on the left side of their body from their rib cage to their rear, but if patient touches that itchy area, it's painful and seems to emanate from where the implant was (but patient then said they couldn't say that for sure). Patient said they would occasionally get that feeling even if the implant was off. Agent reviewed role of rep and redirected patient their healthcare provider to further address the issue and contact the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient noting their physician name and number. Patient noted the 1 week test was very successful, but the permanent surgery was not, they could not get set, but finally stimulation went down their left leg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they had never had relief since the permanent implant was implanted. Patient said that the trial was the best four days of pain relief that they had in thirty years. Patient stated that they must have moved wrong in bed or something and pulled the leads down or something, so they went back to having pain. Pt said that the trial worked great until they pulled the leads. Pt noted that the trial was (B)(6) 2023. Pt said that they never had relief since the permanent ins was implanted. Pt said that they had tried everything and x-rays showed that everything was all right, but they still didn't get any relief from the ins. Agent redirected patient to healthcare provider to further address the issue. Pt said that they went through the va. Agent asked the pt if there was a specific hcp they worked with; pt said that they went to hcp and that one doctor did the trial and a different doctor did the permanent ins. Pt said that they had been back to hcp's about four or five or six times and that x-rays were done twice and they were told that things were fine. Pt said that a rep tried all different programing and they were currently using group c with the stimulation up pretty high, however they weren't feeling the stimulation. Pt noted they had placed a call in for the rep as well. Pt said that their back hurt so bad around four o'clock this morning that they had to get up and move around. Pt noted that they turned the stimulation off and the pain was the same as always regardless of the ins being on or off.

Manufacturer narrative:
Coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient did have stimulation but it did not appear to bring relief. Occasionally the patient felt stimulation down their left leg and they had more pain with physical activity to the point it was difficult to walk. The pain was with every step in the patient's lower back. A manufacturer representative attempted settings in a and c group to no avail. The patient changed to b group on (B)(6) 2025 but had no change. The issue was not resolved. The patient noted the leads were pulled down while sleeping and the fifth day after implant the pain was back. An x-ray revealed the leads had slipped down about half an inch.